Manufacturer narrative:
Photo review: patients eye is seen on a monitor. Iol shape cannot be made out. It appears that iol surface is scattered/broken/damaged across the whole iol surface. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the lens frosted during mid procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).